Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). Pt reported that the therapy is not helping for their bowel control. Pt states they go and then 30 mins to an hour later, they have to change their clothes and take a shower. Pt states they are going to the doctor in a week but wanted to know why it wasn't helping the bowel. Pt services reviewed options to continue increasing stim as long as it's comfortable or to discuss program changes with doctor. Pt states they will follow up with doctor. Caller called back and wanted to decrease the stim. Agent helped the caller connect and decrease. The caller reported that they never feel the stim even though they were told that they would feel it in their leg. Pt called back and reported therapy issues that were previously reported and documented, see call summary. Patient said does have a schedule appointment to see managing physician on august 10th. Reviewed general use, patient connected to implant and stated saw the therapy status screen with their settings. Reviewed meaning of screen with patient. When asked, patient didn't want to make any adjustments so reviewed how to end the session and turn both external devices off.

Event description:
Additional information was received from the patient. They reported that they have an appointment with the managing hcp today because they have had some problems. The patient said the last time they used the external device, it felt like the ins "caught on fire". The patient said they fell on saturday in their driveway, and the device in their back had a big bubble on it. The patient said the bubble went down an hour or two later. On (B)(6) 2023, the patient called back and brought up a continuation of therapy symptoms. The patient said the ins still doesn't help with their bowels and mentioned going to the hcp about a week or two weeks ago, where an adjustment was made, but the patient is still experiencing therapy issues. The patient said they are going to the bathroom about every hour and a half. They also mentioned that they can't tell when they have to go to the bathroom (as far as the bowels) and until they go and "do something", they have it all over themselves and have to change their clothes. The patient said they haven't made any changes to therapy since their appointment. We reviewed general therapy guidelines and optimization. We helped the patient connect external devices to the ins and increase stimulation to a comfortable level. The patient will monitor symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that sometimes their stimulator doesn't work for their bladder and doesn't seem to work at all since implant for the bowel. Patient said ever since they've had the implant, sometimes it doesn't give them enough time to make it to the bathroom. Patient said when they go to take a bowel movement, it's very soft and it just keeps coming and when it stops, maybe 30 minutes to an hour later they will go back to the bathroom and they won't even know it, it's all over their pad and all over them. Patient has made 4-5 adjustments in the last 2 years. Patient mentioned they increased stim prior to call today and increased it 0.1ma. Agent reviewed general therapy guidelines and reviewed increasing stim. Agent reviewed therapy optimization options. Patient increased stim on the call and said they could not feel stim yet. Patient confirmed understanding of therapy guidance and will mon itor symptoms after increasing stim. Patient said they are seeing a new hcp now and has an appointment in a couple of weeks. Additional information was received from the patient. The caller called back and reported that during the last call, after they increased the stim, they felt and smelled a burning sensation. They turned it back off and went to the ER. At the ER the hcp told them to come in monday, but they were closed on monday and when the hcp called today, they cannot get in for 2 weeks. The caller reported that they have an implant in their leg. Agent reviewed interstim placement and if they have a leg implant, we would not have visibility to that. Agent redirected caller to hcp and emailed physician listings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they think they need to increase stimulation as they are going all the time. Had patient increase stimulation to a comfortable level. Patient will maintain stimulation level and monitor symptoms.